Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receive will boot and charge. The receiver log did not show any errors. Receiver functional tester: passed. The customer complaint was undermined because there was no data within the investigation window. The reported event that the receiver ceased to function was undetermined. The root cause could not be determined.